Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected pocket infection. The patient was reportedly septic. The field representative mentioned that the inner coil of the lead appeared to be burned. No additional adverse patient effects were reported.